Event description:
It was reported that patient experienced erosion and could no longer control continence. Patient underwent a revision procedure of his artificial urinary sphincter (aus) device. All components were explanted and replaced. No adverse patient effects.